Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had a lost sensor alarm. Customer stated she removed the sensor due to breaking out in hives where the sensor was inserted. It was also reported that customer was hospitalized for high blood glucose levels. Blood glucose at the time of emergency room visit was almost 600 mg/dl. Customer stated she went to the emergency room because infusion set came disconnected overnight. Customer's current blood glucose level was not included in the report. Nothing further was reported.